Event description:
The caller reported a malfunction on the pump, identified by a malfunction code display. There was no adverse impact to the customer's blood glucose level. Customer support provided information to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.